Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection around the ipg site and was given oral antibiotics. Subsequently, the physician decided to explant the device and the patient was hospitalized with IV antibiotics. The patient has been discharged home with a PICC line. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.